Event description:
It was reported that the bladder/reservoir of a large volume infusor ruptured during filling. The device was filled with 140ml of fluorouracil and 100ml of normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.